Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the product is fractured and missing part of the post. The returned product was reviewed with optical microscopy and eds. The top fractured surface is too smeared to identify any fracture surface artifacts. The side fracture surface artifacts of fatigue striations suggest the fatigue failure mode. Semi-quantitative eds elemental analysis found the device material to be consistent with ti-6ai-4v titanium alloy with moderate c and o contamination. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had an additional surgery approximately 2 weeks after their initial for unknown reasons. Subsequently, another revision occurred due to the glenoid being lose, and once removed the surgeon noted the threads were fractured off of the post. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 113057, versa-dial 50x27x50 hum head, lot # j7323430. Catalog #: 118001, versa-dial/comp ti std taper, lot # 007140. Catalog #: 110003486, access hybrd rmvl trephine/rod, lot # unknown. Catalog #: unknown, unknown, lot # 466410. Catalog #: unknown, unknown, lot # 927930. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : discarded.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No other new information. Investigation and root cause remains unchanged.

Event description:
No further event information available at the time of this report.